Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to translate the gripper line during the eglr [establish gripper line removability] test could not be determined. The reported stretching of the gripper line was likely a secondary effect of the inability to remove the gripper line and due to additional force used in attempts to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). One clip was deployed without issue. After the second clip was positioned on the leaflets and before clip deployment, gripper line removability was tested and the line could not be removed, despite troubleshooting efforts, so the undeployed clip with the clip delivery system (cds) was removed from the anatomy without incident. Another cds was inserted and the clip successfully deployed, reducing mr to grade 1+. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.